Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazolin (dose and frequency not reported) for peritonitis and another unrelated medical condition. Four days later, the patient was discharged from the hospital. Thirteen days after the event onset, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient is recovering from the event. No additional information is available.